Event description:
Nurse from homecare notified home health co of vista basic alarming air-in-line which could not be resolved over the phone by rph or rn. Completed infusion in gravity drip and new pump delivered for next day infusion.